Event description:
It was reported that the device exhibited ¿error 1610". The event occurred when turning the device on. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The service history review identified that the device was had not been in before for repair related to the customer stated problem. Functional and visual tests were performed. The customer problem was confirmed as the device was started and immediately alarmed lec 1610.to solve the problem, the printed wiring assembly (pwa) mainboard will be replaced.